Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged blood glucose measured 463 mg/dl back to back with a result of 141 mg/dl when testing was performed < 5 minutes apart on the compact system. The location of the testing was not provided, however, customer stated not having any high or low glucose symptoms at the time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: compact test strip drum lot number of 20659342 with an expiration date of 08-31-08.